Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that act button was sticking and insulin squirting out when customer was doing the prime. Customer¿s blood glucose was mid of 200 mg/dl. Customer stated that time advances after observing for one minute during the keypad issue. Customer also stated that insulin pump had no delivery alert. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.